Event description:
During an initial implant surgery high impedance was observed. A generator diagnostic test was performed with a resistor pin and showed ok impedance. The surgeon then decided to proceed the implant surgery with a different lead. It was noted that lead impedance was normal after the lead was changed from a electrode diameter of 3 mm to 2 mm. Further information was received confirming that pin re-insertion was attempted and initially believed to be the cause of the high impedance. It was noted that the surgeon initially thought that the 3 mm electrode diameter lead was more appropriate for the patient's anatomy, but after checking proper coil placement and pin insertion/re-insertion, the surgeon felt that a 2 mm electrode diameter lead would provide the patient with better nerve contact although the 3 mm diameter lead was noted to have provided contact as well. Implanting a lead with a 2 mm electrode diameter was reported to have resolved the high impedance. No visual anomalies were noted by the surgeon on the 3mm diameter electrode lead upon inspection. The suspect lead (3mm electrode diameter) was received by product analysis and product analysis was completed. The lead assembly was returned in one intact portion. Two sets of set screw marks were seen on the marked connector pin providing evidence that proper contact between the set screw and the marked connector pin existed at least once. During the visual analysis the anchor tether helical appeared to be misshaped and the (+) white and (-) green electrode ribbons appeared to be stretched and the helices misshaped. This most likely occurred due to manipulation of the lead during the attempted implant procedure. The condition of the returned lead assembly is consistent with conditions that typically exist following an attempted implant procedure. No obvious anomalies were noted. Continuity checks of the returned lead assembly were performed with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest any device-related anomaly with the returned lead which may have contributed to the reported high impedance. No other relevant information has been received to date.